Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The original device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Returned unused devices from the same lot were visually inspected and tested and found to have no abnormalities. The most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the third complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the implant broke at insertion. Labral/capsular repair (rt. Shoulder) the implant broke on insertion/impaction. The loose fragments were removed. The surgeon followed the proper technique. The remaining portion of the implant was securely anchored and the repair construct was stable. Another lot number was used to complete the case.